Manufacturer narrative:
(B)(4).additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The reported condition of failure code 802:02 was not confirmed or duplicated. However, failure 808:02 on channel b was found in the event history due to a faulty pump head module. The pump head module was replaced. The device has not been previously sent into service for the condition of (B)(4). Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 802:02 failure code. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the pump's event history by baxter, the reported condition was confirmed as failure code 808:02, which interrupted delivery. No additional information is available.